Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with "revise." It is unknown when this event occurred. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with "revise" was not confirmed during service. During investigation, the quality engineer determined that there is an additional problem of the main battery failing inspection to confirm the reported problem. Therefore, the as determined problem is the battery. The determined cause is a leaking battery. The main batter was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted. A device history review was performed with no exceptions during manufacturing found. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.